Event description:
The patient¿s stimulation was up too high at 4.3v and it was unable to be turned down. It was ¿shocking her bladder¿. ¿it¿ was irritating to her and ¿it¿ made her pee a lot. The device was turned up while she was on vacation and she was drinking a lot. She had to stop hourly to go to the bathroom. Eight days later the patient was having trouble with the patient programmer and trying to get it to connect. The patient¿s husband used to adjust her settings all the time but it had been a while since he adjusted the device for the patient and thought he was doing something wrong. It was noted that it was a new patient programmer and instructions were needed on how to operate it. The health care provider confirmed that she has not been seen or in contact with the clinic since 2009.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-33, lot# v065687, implanted: (B)(6) 2007, product type: lead. Product ID: neu_ptm_prog, implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).